Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, two infrarenal aortic extensions, and three limb extensions on (B)(6) 2012. The patient came in emergently on (B)(6) 2016 with a ruptured abdominal aortic aneurysm (aaa). The physician implanted a non-endologix stent proximally in the aorta for temporary stabilization of the patient and then proceeded with an open repair. The patient had significant blood loss and expired during the procedure.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the emergent rupture, placement of non-endologix stents and open repair and conversion. Additionally there was evidence to reasonably support the following observations; at 53 months post implant significant blood loss (3 liters) during explant/conversion surgery, type 3b endoleak due to deficit in the suprarenal cuff and main body at the bifurcation and midpoint, profound hypotension and bradycardia, shock, a large retroperitoneal hemorrhage, aneurysm growth of 3.2cm from implant to 53 months, severe abdominal pain. Explant images reveal an infrarenal cuff deployed in/through a hole in a suprarenal cuff (user error), holes in an infrarenal cuff near the proximal edge, large hole in the main body near the bifurcation, small holes in the suprarenal cuff near the crown, and stent fractures of the main body near the bifurcation. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices were returned for evaluation and damages in the graft were observed. The device evaluation reasonably supports the type 3b endoleak identified in the clinical evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, persistent endoleaks, and patient history of antiplatelet therapy.